Manufacturer narrative:
The reusable tibial tray impactor tip broke at the point where the tip connects to the impactor handle. Inspection of the returned component confirms this failure mode. Investigation indicates that there is a specified radius below tolerance at the base of the connection post where the fracture occurred.

Event description:
The reusable tibial tray impactor tip broke at the point where the tip connects to the impactor handle.